Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that video card was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3 and g2(deselecting company representative, selecting health professional, brasil spelling corrected to brazil). Additional information added to fields b5, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the event occurred due to printed circuit board damage. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic colonoscopy and endoscopy procedure.

Event description:
It was reported, the video system center no image. The issue occurred during the diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.